Event description:
It was reported that the lightsource is not turning on and system is giving e-1/e-2 errors.

Manufacturer narrative:
Additional information will be provided once investigation is completed.